Event description:
It was reported that a 70-year-old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. After the end of the procedure, effusion was confirmed, it was confirmed whether pericardial effusion was present by echocardiography. Decreased blood pressure was confirmed. There was no particular error or defect during the procedure. The complaint occurred after completion of the procedure. The event was resolved by pericardial drainage. In the drainage, about 40 cc of venous blood was drawn. After the procedure, the physician made a comment indicating there was no relationship with the product. The physician commented that they had made strong contact with the catheter and the cause of this adverse event is that it was due to the procedure. The patient outcome of the adverse event was reported as fully recovered (no residual effects). No abnormalities were observed prior to use or during use of the product. A smartablate generator was used with the correct catheter settings selected and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. A transseptal puncture was performed with an rf needle. Prior to noting the pericardial effusion, ablation had already been performed. No steam pop did occurred. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph; dashboard; vector; visitag. Tag index color option was used prospectively. An irrigated catheter was used in the event, the flow setting was pre rf time: 0sec, post rf time: 3sec, during ablation ~30w: 8ml/min, 31w~: 15ml/min. The visitag module was used, parameters for stability used were range: 3mm, time: 3sec, fot 25%, tag size: 3. No additional filter used with visitag. There were no relevant tests, lab data, or medical history. The patient was discharged from the hospital on (B)(6) 2022 without any problems. No extended hospitalization was required.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30863060l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-oct-2022, additional information was received indicating the judgment of the doctor in charge is that the event was non-serious (moderate/minor). The doctor commented that there was no causal relationship. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)